Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter serial # (B)(6). No test strips were returned. The returned meter was tested with the in-house contour next test strips from lot # 8jpef10a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided.

Event description:
At 2:28 p.m., the customer obtained a blood glucose reading of 446 mg/dl on her contour next link 2.4 meter. The customer had no symptoms of hyperglycemia. Upon repeat testing at 2:30 p.m. On the contour next link meter, a reading of 200 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.